Manufacturer narrative:
Follow-up received on 08-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-jul-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1219 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a (B)(6) female patient who had chronic bilateral pelvic pain following essure (fallopian tube occlusion insert) insertion. Essure was removed 9 months after its insertion. The chronic pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of this pain, the lack of alternative explanation and suggestive temporal relationship, the causal relationship between the pelvic pain and essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se.

Event description:
This is a spontaneous case report received from a physician in france on 06-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. The patient was experiencing chronic bilateral pelvic pain for 6 months following essure insertion. X-ray, ultrasound, nuclear magnetic resonance imaging and hysterosalpingogram were performed and all the results were normal. No organic cause for the event was found. Essure implant removal was planned. Reporter causality: the relationship between chronic bilateral pelvic pain and essure was not reported. Follow-up information received on 18-nov-2015: the (B)(4) health authority ((B)(4)) provided the reference number (B)(4). Company causality comment: this is a medically confirmed spontaneous case report. It refers to a (B)(6) female patient who had chronic bilateral pelvic pain for 6 months following essure (fallopian tube occlusion insert) insertion. The physician stated that essure implant removal was planned. The chronic pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of this pain, the lack of alternative explanation and suggestive temporal relationship, the causal relationship between the pelvic pain and essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. Further information and a product technical complaint are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up information received on 15-dec-2015: the patient medical history included 2 children, vaginal delivery; poor tolerance to iud with menorrhagia and metrorrhagia; and an elective abortion in 2013. During the insertion procedure on (B)(6) 2015, the essure lot number used was c68117; the patient endometrium and endocervix were normal, no polyp and no myoma were found. Essure were placed without any difficulty on right with 5 trailing coils and on left with 2 trailing coils. No anesthesia was applied. On (B)(6) 2015, pelvis ultrasound performed due to pelvic pain after essure insertion on right: essure inserts were visualized, with more difficulty on right, no hemoperitoneum, ovaries were normal, endometrial polyp appearance to be controlled. On (B)(6) 2015, the patient attended a visit for pain; she did not take analgesics treatment. On (B)(6) 2015, the patient attended a visit for chronic pelvic pain. On (B)(6) 2015, pelvis ultrasound was performed following hsg (hysterosalpingogram) which showed that essure inserts were well placed: endometrium appeared to be normal. Essure inserts appeared to be well placed. Two ovarian follicles were present in right ovary measuring 25 and 33 mm. No peritoneal effusion was found. On (B)(6) 2015, the patient went back as pain was still not resolved. Salpingectomy was scheduled on (B)(6) 2015. The intervention was performed on (B)(6) 2015 on general anesthesia for essure inserts removal and bilateral salpingectomy. Intervention was indicated as the patient experienced intolerance to essure inserts. Her uterus, ovaries, douglas and liver were normal. Essure inserts were well placed; bilateral salpingectomy was performed via laparoscopy. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a (B)(6) female patient who had chronic bilateral pelvic pain following essure (fallopian tube occlusion insert) insertion. Essure was removed 9 months after its insertion. The chronic pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of this pain, the lack of alternative explanation and suggestive temporal relationship, the causal relationship between the pelvic pain and essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. A product technical complaint investigation is being sought.